Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose levels later in the evening after a meal and suspected an issue with the infusion set (lot 6011923), despite the cannula appearing straight and being placed on the abdomen in an area without scar tissue; the user did not perform a fingerstick at the time, completed a full supply change overnight, and glucose returned to range by morning. Symptoms included hyperglycemia with dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.